Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) levels between 75-408mg/dl. Customer alleged pump did not deliver insulin as intended. Reportedly, the customer attempted multiple times to disconnect from the infusion site and deliver a bolus, and insulin was not observed exiting the tubing. Review of pump history found that the boluses were recorded and no alarms were declared. Reportedly the customer reverted to manual injections for insulin therapy.